Event description:
The reporter contacted animas on (B)(6) 2012 alleging that there is visible moisture behind the display and the battery has had to be changed approximately every three days since the patient wore the pump while swimming a week ago. Review of the pump history showed low battery and replace battery warnings/alarms on (B)(6) 2012. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation visible moisture in the pump with decreased battery life remained unresolved.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity outside normal use and power on resets was observed in the black box. On examination, there was visible moisture behind the display lens. There was no damage noted to the battery compartment or the battery cap that was returned with the pump for investigation. On testing, the pump powered on normally. The pump was exercised for 24 hours with no resultant power loss or power issues. A leak test was performed and revealed a leak in the display lens. The pump cover was removed for investigation and revealed moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.